Manufacturer narrative:
Investigation summary: there are no samples received by bd for evaluation. A quality engineer reviewed the retention samples of from lot # 9054585 product # 302986 with the reported issue of ¿leakage¿. The DHR was reviewed for the batch number 9054585 and there was no reported complaint or qn raised on the same. The team investigated the luer of the retention samples of material number 302986 for batch number 9054585 and did not find leakage in any of the 10 tested retention samples. We also tried to simulate the defect on molding but were unable to recreate the defect. We did not find any such similar defect in the retention samples. Bd was not able to duplicate or confirm the indicated failure.

Event description:
It was reported that an unspecified number of syringe 3ml ls emerald experienced leakage during use. The following information was provided by the initial reporter: our nuclear medicine department reported that we had encountered problems when using a 3ml luer emerald syringe, part number 302986 - lot 9054585. Reported defect: a leakage of radioactive fluid was observed at the tip of the syringe when it's connected to the patient's epicranium for injection of the radioactive drug. The patient did not receive the prescribed dose and the cotton placed under the syringe to recover the escaping liquid generated additional radioactive waste.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. OEM manufacture: the manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number.

Event description:
It was reported that an unspecified number of syringe 3ml ls emerald experienced leakage during use. The following information was provided by the initial reporter: our nuclear medicine department reported that we had encountered problems when using a 3ml luer emerald syringe, part number 302986 - lot 9054585. Reported defect: a leakage of radioactive fluid was observed at the tip of the syringe when it's connected to the patient's epicranium for injection of the radioactive drug. The patient did not receive the prescribed dose and the cotton placed under the syringe to recover the escaping liquid generated additional radioactive waste.